Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 908 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Customer addressed bg levels by going to the hospital where they were treated with an insulin drip. Customer was still in the hospital at the time of the call on 02/23/2016. Although requested by tandem technical support, no additional information was provided on the reported event.